Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the end of cartridge split when injecting an intraocular lens . Additional information has been requested.

Manufacturer narrative:
Additional information was provided. Evaluation summary: the used cartridge was returned. A very small amount of viscoelastic is observed in the cartridge. The cartridge has evidence that is was placed into a handpiece. The tip is split on the bottom left. A qualified lens was also return in a lens case. Viscoelastic is dried on the lens. Both haptics are folded in typical of advancement in a cartridge. The lens was cleaned with lphse. The optic edge is chipped/scraped. The lens dimensions are acceptable (plan view) using an approved template. Iol product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic and handpiece were indicated. The root cause for the observed cartridge and lens damage may be related to a failure to follow the directions for use (dfu). There did not appear to be adequate viscoelastic in the cartridge. The lens damage may indicate a plunger over/underride. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that there was resistance when pushing the iol through the cartridge. This caused scratches on the iol. The doctor wanted a new iol. There was no patient harm. The cartridge split at the end when inserting the iol partially into the eye. A backup iol was successfully implanted.